Event description:
Patient contacted dexcom to report early sensor shut-off prior to double blood drop prompt. The patient did not report any medical intervention or injuries.

Manufacturer narrative:
Product return received. Product investigation determined that sensor wire was missing. The missing sensor wire resulted in early sensor shut-off prior to double blood drop prompt. Problem confirmed due to the separation of the sensor wire, detached wire from sensor pod.